Event description:
It was reported that the user called seeking assistance with the ilet interface when attempting to replace a cartridge and was instructed on how to exit the glucose graph using the back button to access the rewind function, after which the user recognized the screen and proceeded without further assistance. Symptoms included hyperglycemia of unclear cause. Outcomes included no alarms and completion of troubleshooting and education. Investigation included customer interview and review of use sequence. Investigation of this case revealed no device malfunction, no alerts, and no identifiable device component issue, with cause for the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.